Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 17917699, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (patient demographics and medical history were not provided) underwent atrial fibrillation (afib) ablation procedure with preface® guiding sheath with multipurpose curve and suffered cardiac tamponade requiring pericardiocentesis. After transseptal (bb) under acunav guidance, when preface® guiding sheath with multipurpose curve was inserted into the left atrium (la), patient¿s blood pressure dropped. At that time, the preface® guiding sheath with multipurpose curve couldn¿t move to the left superior pulmonary vein (lspv) side. The cardiac tamponade was confirmed by fluoroscopy, and pericardial puncture was performed to remove pericardial fluid. The volume of fluid removed was no reported. The procedure was interrupted. Although the blood pressure dropped once, the blood pressure returned to a stable state after pericardial drainage. There was no report of extended hospitalization. The final outcome is unknown. The physician commented that the selective approach of lspv was difficult anatomically, so it probably hurt left atrial appendage (laa). No further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and the event. It was reported that the patient was a male. The adverse event occurred during use of bwi products. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Patient¿s condition improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).